Manufacturer narrative:
(B)(4). Additional information received from international account and surgeon additional information received from surgeon: performed using dr¿s standard approach, xcel bladeless ports. Case went well overall, no unplanned deviations. No anatomical variations or anything atypical noted intra-operatively (e.g. Adhesions, excessive oozing etc). Harh36 ace7 device + gen11 performed as expected (no error messages noted ¿event log for gen11: 1111147534 sent to medifix for assessment), haemostasis acceptable intraop (unremarkable). Dr¿s 1st use of the harmonic ace7 device ¿ ps inserviced prior to case, coached throughout. Ileocolic a. + v. Isolated + skeletonized well, ligated separately with ace7 in ah mode. Completed a full transection with one single cycle in ah mode ¿ reported that special care taken to ensure minimal tension, a perpendicular approach and full vessel capture within jaws. Estimated 15+ sec cycle time. Both ileocolic a. And v. Seals very dry and clean. Dr. Poked at both seals with sucker to check for integrity before continuing ¿ no bleeding. Approx. 10 minutes later, just after replacing anastomosed bowel back into patient, assistant noticed that the specimen¿s ileocolic vein pedicle was bleeding onto the side table. When the patient was checked, the ileocolic vein was found to also be bleeding. Incision extended, bleeding controlled with suture, total blood loss estimate approx 1000ml. Possibly transfused with 1 unit whole blood (dr. Uncertain over phone). Patient has made a full recovery, no post-op complications. Dr. Confident vessel size <7mm. No video of the procedure available. Event date: (B)(6) 2014.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested but not yet received: what technique was used with respect to the advanced hemostasis and the min/max button. Did the surgeon recall hearing the second tone when using the advanced hemostasis button? Was the sales representative present for the case? How long has the surgeon been using the harmonic +7 device? Was the surgeon in-serviced prior to using the harmonic +7 device? Were there any other large vessels (> 3 mm) taken? How was the bleeding controlled in the 2nd procedure? Was a transfusion required? Can we get any hand piece information (number of uses remaining and serial number), or recover the hand piece and have it returned for analysis? Can we get a download of the generator¿s event log? Which vessel was the bleeding from? (A named vessel?) Was ah mode used form the full transection?

Manufacturer narrative:
(B)(4). Additional information: the device was received with signification tissue build-up around the clamp arm. The tissue pad was slightly worn. The dried tissue prevented the jaws from fully closing. The device was then functionally tested on the gen11 generator. During functional testing, no yellow alert screens were displayed. The device activated and cut the test media as expected. For optimal performance clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline.

Event description:
It was reported that during a right hemicolectomy procedure, the case went very well, no issues with bleeding during case. Vessels were skeletonized, advanced haemostasis mode engaged on artery and vein with no tension. Counted ahm length and found both seals were activated for twenty to twenty-five seconds. Surgeon noted bleeding on specimen at vein pedicle when specimen was removed. Completed case with view to examine pedicles before closing up. When surgeon went to examine the pedicles the vein started bleeding heavily. Laparotomy performed. Bleed was controlled after approx ten minutes. Patient lost estimated 1000ml of blood. Surgeon thinks the patient will make a full recovery with no adverse effects.